Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - vibration.

Event description:
It was reported that on 06/10 the patient experienced vibration. The lead impedance was greater than 3000 ohms. When the patient pushed his hands together the lead exhibited noise. On 06/17, the lead was explanted due to clavicular crush.